Event description:
Device 2 of 2. Please MFR report #1627487-2010-01286 for device 1. On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient lost stimulation due to lead migration. The physician decided to replace the lead. When the physician used cautery, to cut through the lead that was to be explanted, the patient jumped. After the lead was replaced, the impedance readings were normal. The sales representative later met with the patient for programming and measured high impedance. The physician believed that the patient's movement during the surgery may have lead to damage to the ipg. The doctor elected to replace the ipg on (B)(6) 2010. In the operating room, all contacts measured low impedance. The patient, however, was still unhappy with the stimulation. On (B)(6) 2010, the sales representative met with the patient and reprogrammed his settings. The patient is currently satisfied with the stimulation.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.